Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not feeling stimulation. In addition, the patient programmer and charging system will no longer communicate with the ipg. Surgical intervention will be undertaken at a later date to address this issue.